Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that about 10 days after use, the nurse confirmed that the cuff had deflated. The operator checked the cuff in the central material room but couldn't find an air leak. The operator of the device was a health professional, and the event occurred in late (B)(6) 2024 at the hospital. This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one sample was received. The product was visually and functionally tested and no failure was observed. The cuff was inflated for twelve hours and remained fully inflated. Based on results of testing the reported failure was not observed. No DHR review was performed because no lot number was provided.